Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: neither air nor water at the output of this endoscope was observed due to a clogged nozzle, bending section glue is separated and discolored, plastic distal end cover is chipped, universal cord has a wrinkle, and angulations are out of specifications. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope had different scrubbers indicate errors: air channel or water channel during preparation for an unknown procedure. The procedure was completed using a similar device. During inspection and evaluation, a blue-colored rubbery material like seal residues but not related to the device, and that could not be removed was clogging the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿a/w nozzle clogged by blue-colored rubbery material¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. The foreign material did not originate from a human body nor the subject device. It was determined that the device has not been used in treatment or diagnosis. Additionally, the reports ¿152p-2916,152p-2865,152p-3078¿, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU. (Cleaning /disinfection /sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The suggested event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.